Event description:
It was reported that the patient presented to emergency room after receiving high voltage therapies. Upon interrogation, inappropriate therapy was delivered on the right ventricular lead due to noise on the ventricular channel. The high voltage therapy has been turned off. Lead revision has been discussed with physician and no intervention has been performed. The patient was fine during and after interrogation.